Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate low control solution results. The user reported that the quality control tests failed specification because the results fell below the specified range on the test strip vial. The reporter claimed obtaining control solution reading(s) of ¿106 and 105 mg/dl¿ with the control solution for the subject lot being 121-162 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients control solution has been returned and evaluated by lifescan product analysis with the following findings: the control solution failed testing. The reported issue was confirmed. The lay user/patients test strips have also been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients control solution have been returned and evaluated by lifescan product analysis with the following findings: the control solution involved with this complaint failed testing. Control solution was tested and found to be below specification. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.